Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead exhibited out of range pacing impedance. The lead was removed and replaced. No patient consequences were noted.